Event description:
This is a spontaneous case report received from a other health professional in (B)(6) on (B)(6) 2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2016, lot number e71801. After release of the implant, and removal of the delivery catheter, the piece of plastic seemed to be missing at the extremity of the delivery catheter. The reporter wondered if the piece of plastic remained in the fallopian tube. There was no cause related to the patient which could explain the event. Bilateral placement was performed with the implant. The reporter mentioned that essure may be ineffective. Company causality comment this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and it was reported that after release of the implant, and removal of the delivery catheter, the piece of plastic seemed to be missing at the extremity of the delivery catheter. This event, interpreted as suspicion of device breakage, is non-serious and unlisted in the reference safety information for essure. In this case, it was reported that bilateral placement was performed. As the suspicion of breakage occurred at time of essure insertion procedure, a causal relationship cannot be excluded. This case was regarded as other reportable incident due to suspicion of breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Further information and product technical analysis are being sought.

Manufacturer narrative:
Device breakage questionnaire received on 12-oct-2016 from physician: the breakage occurred during insertion procedure. Green release catheter broke while it was retracted by using thumbwheel. The instructions in the IFU (instruction for use) were followed. Essure was not removed. Broken part was retrieved from patients uterus and patient had no lesions. The physician stated that outcome is pending, waiting for hsg (hysterosalpingogram). Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and it was reported that the green release catheter broke while it was retracted by using thumbwheel during insertion. Essure devices were not removed only the broken piece of catheter was retrieved from uterus. This event, interpreted as device breakage is anticipated in the reference safety information for essure. In this case, it was reported that bilateral placement was performed. As device breakage occurred at time of essure insertion procedure, a causal relationship cannot be excluded. This case was regarded as other reportable incident due to suspicion of breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Product technical analysis is being sought.

Manufacturer narrative:
Follow up information received on 08-nov-2016: the authority reference number for this case is (B)(4). Quality-safety evaluation of product technical complaint (ptc) was also received. This adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). Lot number e71801 (production date: 23-nov-2015; expiration date 28-nov-2018). The unique identifier number for this device is (B)(4). As of 31-oct-2016, the responsible quality unit (rqu) has not received returned product for this case. This case is being processed as if no product will be returned. If product is received by the rqu in the future a child case will be opened and an investigation will be completed on the returned device. The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU (instructions for use) steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter, if the physician attempts to remove a deployed micro- insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility of the catheter breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. Since no medical events were reported at this point in time, the assessment of a relationship with a quality defect, as well as a batch investigation with respect to similar ae cases are not applicable. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and it was reported that the green release catheter broke while it was retracted by using thumbwheel during insertion. Essure devices were not removed only the broken piece of catheter was retrieved from uterus. This event, interpreted as device breakage is anticipated in the reference safety information for essure. In this case, it was reported that bilateral placement was performed. As device breakage occurred at time of essure insertion procedure, a causal relationship cannot be excluded. This case was regarded as other reportable incident due to suspicion of breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. According to the product technical complaint, a review of the manufacturing batch record was conducted and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. Based on the available information a product quality defect could not be confirmed but is considered plausible. Further information will be requested.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 22-feb-2017: no further information could be obtained. On 22-feb-2017: internal correction of narrative company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and it was reported that the green release catheter broke while it was retracted by using thumbwheel during insertion. Essure devices were not removed only the broken piece of catheter was retrieved from uterus. This event, interpreted as device breakage is anticipated in the reference safety information for essure. In this case, it was reported that bilateral placement was performed. As device breakage occurred at time of essure insertion procedure, a causal relationship cannot be excluded. This case was regarded as other reportable incident due to suspicion of breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. According to the product technical complaint, a review of the manufacturing batch record was conducted and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. Based on the available information a product quality defect could not be confirmed but is considered plausible. Further information could not be obtained.

Manufacturer narrative:
This spontaneous case was reported by an other health professional and describes the occurrence of device breakage ("the piece of plastic seemed to be missing at the extremity of the delivery catheter/ green release catheter broke while it was retracted by using thumbwheel.") And complication of device insertion ("the piece of plastic seemed to be missing at the extremity of the delivery catheter") in a female patient who had essure (batch no. E71801) inserted. On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced device breakage and complication of device insertion. Essure treatment was ongoing at the time of the report. At the time of the report, the device breakage and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion and device breakage with essure. The reporter commented: there was no cause related to the patient which could explain the event. Bilateral placement was performed with the implant. The reporter mentioned that essure may be ineffective. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 31-may-2017 for the following meddra preferred term: device breakage the analysis in the global safety database revealed 1628 cases bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: the unique identifier number for this device is (B)(4). On 30-may-2017, sample received by the responsible quality unit (rqu). The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since delivery catheter was returned the quality unit was able to conduct an investigation, visual inspection was performed and it was confirmed that all components are present in the delivery catheter, IFU steps were completed by physician inner catheter and delivery wire bonds were cured, no damage (broken) was observed on delivery catheter as complaint reported therefore this case is an unconfirmed quality defect. The quality unit was unable to confirm any quality defect or device malfunction at this time. The quality unit also conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 31-may-2017: update to the quality-safety evaluation of ptc (sample received). Company causality comment at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by an other health professional and describes the occurrence of device breakage ("the piece of plastic seemed to be missing at the extremity of the delivery catheter/ green release catheter broke while it was retracted by using thumbwheel.") In a female patient who had essure (batch no. E71801) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced device breakage (seriousness criterion medically significant) and complication of device insertion ("the piece of plastic seemed to be missing at the extremity of the delivery catheter"). Essure treatment was ongoing at the time of the report. At the time of the report, the device breakage and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion and device breakage with essure. The reporter commented: there was no cause related to the patient which could explain the event. Bilateral placement was performed with the implant. The reporter mentioned that essure may be ineffective. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-oct-2018: quality safety evaluation for ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.